Event description:
On (B)(6) 2012, a vns patient's mother reported that in (B)(6) 2011, the patient's lead broke. They were unsure how it happened. The mother stated that if the patient starts having seizures again they will get it replaced. The physician reported that they were not comfortable giving out any further information about the patient without parental consent. The patient's programming history was reviewed and it contained programming history from date of implant, (B)(6) 2009 through (B)(6) 2011. On (B)(6) 2011, four system diagnostics tests were performed which all showed high impedance of output=limit/lead impedance=high/dcdc=7/eri=no. The patient was not programmed off; the patient was left programmed to output=0.75ma/frequency=20hz/pulse width=250usec/on time=30sec/off time=5min/magnet output=1.25ma/magnet pulse width=250usec/magnet on time=60sec. A battery life calculation was performed which showed 3.5years remaining until eri=yes. Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Information was received that patient's device was disabled due to high lead impedance.